Event description:
I had mcghan 468 saline implants placed in 2004. Prior to this I was very athletic. Within a year I had lost endurance, strength and was having fasciculations. Neurology was testing me for amyotrophic lateral sclerosis. Throughout the following 17 years I had several gyn surgeries due to ovarian cysts and menorrhagia ending up with a tvh in 2021. I have had thyroid balance issues as well never being adequately controlled. I went acutely deaf and recovered with high dose steroids. Continual fatigue, muscle weakness and pain. Most recently I was involved in a motor vehicle car accident wherein the airbag was deployed. Within a month I was unable to walk or dress myself. All testing was negative except for MRI of hands/wrists which showed extensive tenosynovitis of all flexor/extensor tendons. I was diagnosed with seronegative rheumatoid arthritis and placed on methotrexate and hydroxychloroquine without improvement. I have discontinued those medications after 6 months because there was no improvement. I am scheduled for removal of the implants on (B)(6) 2022. FDA safety report ID # (B)(4).